Event description:
The customer reported that the system turned on by itself. The unit was not in use, no patient or user harm reported. The customer reported that the system turned on by itself. The remote service engineer (rse) provided the part number for the overlay, power switch. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer was provided with the part ID of the power switch overlay; however, it could not be confirmed if the customer replaced the specified part and if the device has been repaired and returned to service. Multiple good faith efforts were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.